Manufacturer narrative:
Visual inspection was performed on the returned device. The reported leak was confirmed. Return analysis noted a pinhole rupture on the loosely folded balloon. Additionally, the balloon was noted to be loosely folded. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. The noted loosely folded balloon indicates that the device was pressurized. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the noted pinhole rupture on the returned device contributed to the reported leak; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the common femoral artery. The armada balloon was inserted through 5f sheath and air aspirated using the inflation device. Blood was noted to be aspirated into the inflation device so the balloon removed. The balloon was never inflated. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new balloon placed followed by successful treatment with no harm to the patient. No additional information was provided.